Manufacturer narrative:
(B)(4).

Event description:
When the stimulation was turned on, the pt was experiencing stimulation in the wrong location and the burning sensation at the implantable neurostimulator pocket. The lead was repositioned on (B)(6) 2011. Add'l info has been requested a follow-up report will be sent if add'l info becomes available.